Event description:
It was reported that a flogard infusion pump had a damaged latch roller. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected, functionally tested and the alarm log review was performed. The reported condition of damaged latch roller was verified. The cause was undetermined. To correct the issue the latch roller was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.